Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a flickering screen. The issue was found during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: no image displayed due to cut on charged coupled device cable; noise on the image due to damage on the video plug section of the circuit board; the image color was only magenta and green due to damage on the charged coupled device unit endoscope connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed. In addition, the device evaluation found the following; rubber, grip, control unit, bending section cover, video connector and case, light guide cover glass and connector, angulation lever, video connector, right/left plate and upward/downward plate all had scratches. There was breakage due to physical stress; the angle wire became longer than normal; switch 1, the universal cord and the angulation lever all had discoloration; the video connector had a crack; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to damage on the forceps elevator lever, the bending section could not be fixed firmly and the adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image/noise and color tone issues could not be determined, however, the issues were likely the result of damage to the charged-coupled device unit due to user handling/mishandling, repetitive use stress and or a faulty component on the circuit board. The event can be detected/prevented by following the instructions for use which state: chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.